Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu with a continuous audible alarm, was inconclusive (not determined) as the unit was not returned for evaluation. The patient brought in their mpu ¿ noting that it was audibly alarming. Replacing the mpu¿s batteries did not resolve the issue. The customer replaced the mpu. Multiple requests for the return of the product and additional event information were sent to the customer; the customer did not provide additional information nor return the unit for evaluation. The mobile power unit (mpu) assembly was made in oct 2019. The unit was packaged and placed into stock on dec 6, 2019. The unit was sent to the customer on jan 24, 2020. The unit had no previous services. Set up and use of the mobile power unit (mpu) with the heartmate 3 lvas system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the electrical outlet used (including location and accessibility) and electrostatic electricity damage to the mpu are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having issues with the mobile power unit (mpu). The mpu was brought to the clinic on (B)(6) 2020, and after plugging it into the wall, it continuously alarmed even after replacing the aa batteries. The mpu was exchanged.